Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? All answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare® ,active ingredient(s) triclosan, dosage form, suture/solid/parenteral, strength = 275 g/m.

Event description:
It was reported that a patient underwent a reduction, plate and screw kirschner wire internal fixation + elbow joint debridement for comminuted fracture of right ulna olecranon procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.